Event description:
It was reported that patient underwent a reimplant procedure. Previous inflatable penile prosthesis (ipp) device was explanted due to unknown reasons. All components were explanted and replaced.